Event description:
Physician was finishing the procedure, he attempted to aspirate the fluid from the balloon. The balloon would not deflate, the physician ruptured the balloon to be able to remove it. Patient is doing well.

Manufacturer narrative:
No product was returned to assist in our investigation. This product line is inspected ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied and visually verifying the shaft material is free from surface imperfections. In addition, the lumen of the balloon catheter is wired 100%. We encourage the customer to reference the attached information for use booklet prior to use. We state under the heading. Instructions for use, balloon preparation, line 4, "prepare balloon lumen with standard contrast-saline mixture as follows: fill a syringe of appropriate size with 1:1 mixture of contrast medium and normal saline. "We will continue to monitor for similar complaints.